Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was completely bent from the tip to the base of the hot. The hot wire remained attached at the base of the hot jaw. The cold jaw was melted at the center of the jaw. Specks of blood were observed near activation toggle on the harvesting tool handle. Based on the returned condition of the device, the reported complaint failure mode "bent wire" and analyzed failure mode "melted jaw" were confirmed. Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield metal plates of the jaws were bent and prevented the jaws from working properly while attempting to ligate a side branch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield metal plates of the jaws were bent and prevented the jaws from working properly while attempting to ligate a side branch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.